Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, who called back to inquire about the process for removing their dbs system. The patient stated they have discontinued using the programming and expressed a lack of confidence in the system, citing issues reported in previous calls. The patient mentioned their doctor advised that removing the system poses greater risks than leaving it implanted. The patient has an appointment with their doctor scheduled for june 23rd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for dbs therapy indications and parkinson's disease. It was reported that yesterday the patient was handling a stereo receiver and got an induced current. They were exposed to electrical shock. They felt some tingling in the head and scalp. It felt like the same symptoms they were having the day before when they did the reprogramming and kicked it up a notch. The reprogramming made no changes. The doctor won't see the patient until six months later. Even static electricity on their headboard of bed makes their head tingle more. They were doing some painting yesterday next to an electrical panel and could feel like they were next to something until they got away from it. They said, they had been having exposures that they didn't know were harming them for a period of time. The patient was never given any safety pamphlet or anything once they left the hospital. They were around big magnetic speaker boxes and they never did tell them any concerns about being exposed to anything. They didn't get a manual on how to operate the device. They went online and ordered some and never got them. They had three programming sessions since the procedure in november. On december 1st, january 1st and the first part of february. They had been taking their medications as they felt needed. They reprogrammed in and they were advising them to stay at the same medication level that they were giving to themselves. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported they were seen by the healthcare provider (hcp) who made adjustments to stimulation, but the hcp told them not to adjust stimulation. The patient was still getting shocked randomly, and didn¿t think the neurostimulator was decreasing in charge. The hcp was hoping to schedule a meeting with the manufacturer¿s representative (rep) in the next two weeks. During the call the communicator was powered on/off and connected to the implant showing it was 80% charged which confirmed the implant was decreasing in charge. While connected to the app the patient felt an electrical charge in their thigh. Five days later the patient felt zapping in their head which felt tight like a cap along with the zapping being felt throughout the body and joints. Three weeks prior the patient had been shocked by 120v when plugged in a cord which was when this all started. The patient also mentioned the neurostimulator charge level had been at 90% for the past two days. It was confirmed therapy was on. The patient then mentioned feeling stimulation when having a cell phone nearby.

Event description:
It was reported that the patient was calling to make sure their therapy was off. While on the call, it was confirmed to be off. Despite therapy being off, they still felt 'electrical pulses' and a tingling in their legs that felt like a sunburn. Additionally, they were feeling very drained. Patient was wondering if the tingling in their legs could be due to being under a heated blanket for the last few days. They also alleged that they felt like their "brain was swelling" while using the blanket. Patient repeated previous report of receiving an electric shock when plugging in an electrical cord three weeks ago. Their healthcare provider (hcp) ran impedances on the implant and it was discovered that abnormalities were found in two different places on the lead. The hcp mentioned that a couple of their wires or leads had moved, but it was not vital so they were not concerned regarding this. Patient said that even after the appointment, anytime they were around electrical devices like the electrical panel in their house or their cell phone, they felt a hammering in their legs and arms. Patient services redirected patient to their hcp to further assist.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The pt called and said their neurostimulator has been turned off for about a week and requested assistance to check their implant status and equipment battery level. Pt wanted to to use just their handset but did not want to use their communicator. Reviewed they will need to use the communicator too and offered assistance. Pt declined and said it's acting strangely. Patient reported they have been exposed to a lot of stuff that they probably shouldn't have been. Patient asked if the manufacturer could provide answers about the equipment because they noticed their heating blanket caused the top of their head to go nuts and their high powered stereo speakers from the 1960's sent a jolt up their left arm and they notice when they get around sources of electricity such as an electrical panel that was just installed and passed inspection they feel pressure in their head, tingling and jolts. Patient said they took their heating blanket off and took all electrical stuff off their nightstand and it goes away. Pt said after therapy was turned off and they got away from sources the pressure goes away but they still feel it, they just have tingling. They felt a lot of this along their lead wire and it did not stop after turning stim off. Reviewed information about emi and reviewed the option to turn therapy down or off and redirected to their doctor. Pt said their doctor knows about this but they can't get in to see the doctor until (B)(6). Pt mentioned 10 minutes after taking their medication and when they were "on," they turned on their handset and started feeling tingling and noticed less motor skills so pt did not tap open on the screen. Pt said they distributed their 3 pieces of dbs equipment into different places in their living room away from one another. Redirected to the doctor. The patient repeated information about their neurologist finding an impedance in areas of the probe that they do not use for stimulation but the doctor has never gotten back to the patient about that question. Patient said they have an appointment with their doctor on the (B)(6) and they have a CT scan coming up on (B)(6). Reviewed some CT compatibility information. During the call pt mentioned this started happening 2 weeks ago or 3 weeks ago after they plugged in their stereo receiver and they got a shock up their left arm, "that got the initial ball rolling" but they can't be seen until april 24th. Additional information was received from the patient on (B)(6) 2025. The patient called back and repeated information. They stated their therapy has been off since (B)(6) 2025 and they have not charged anything since then. Patient said they can still feel tingling in their body. Patient said they got shocked and the stimulation was taking off on them. Patient said they have called in multiple times before about this issue. They feel like the therapy has been doing it's own thing. The electric blanket makes their head swell. They get electric shocks throughout their body. Their head gets a pressure feeling. They feel strange and feel like they are humming. They had to take the electric blanket out of their room. Currently they are tingling in their crotch and their therapy is currently off. They said it didn't start happening until they started plugging in their external equipment. Patient mentioned one of their electrodes had an impedance on it when they went and talked to the hcp. Patient has a CT scan on tuesday and wants to confirm therapy is off. Walked caller through checking settings and therapy did say it was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, clarifying that no lead was moved. When asked what circumstances led to the communicator acting strangely, the patient said they noticed shocking/jolting sensations after plugging in a stereo receiver two months ago and the shocks continue to worsen. To resolve the issue, the patient turned off the dbs system, which did not resolve the issue.